Event description:
It was reported that pump touchscreen became cracked and shattered customer could no longer read or use display. There was no adverse impact to the customer's blood glucose level. Customer confirmed damage under screen protector. The customer reverted to an alternate method in insulin therapy.